Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their adaptive stim turned on (B)(6) 2016 at their appointment. The patient reported that when he was walking he lost perception of stimulation. The stimulation was not turning off, it just went away and came back again and felt stronger. It was noted that the stimulation would happen minutes after he started walking to hours. It was indicated that it occurred intermittently. The rep took impedance values in multiple positions and they remained normal. The change in therapy/symptoms was reported as sudden. The patient would attempt to diary the issues in the future and would monitor to see if any opens occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.